Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 was not detected on the bus. A field service engineer (fse) observed that drawers 3.1 and 3.2 had no lights on the control board and power management controller board, while lights were present on the drawer controller boards. The fse receded both retractor bands and asked the customer to log in to the station, but both drawers were still not detected on the bus. The fse then replaced the door and the module printed circuit board assembly to resolve. The client tested the unit after the replacement. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 3.1 was not detected on bus and showed the error message "please contact technical support". The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient, there was a medication delay since the user needed to get the medicine from another station. There were no adverse events or injuries reported based on this event.